Manufacturer narrative:
The device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Handpiece will not turn due to nose cone corroded. Cannot perform pre-temperature test. The cone, bearings were replaced and the item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.